Event description:
A customer contacted beckman coulter inc. (Bci) stating that one glucose (glu) patient result generated by the unicel dxc 600 pro synchron chemistry analyzer run in duplicate mode did not match. The original results in duplicate mode for the patient were 5mg/dl and 120mg/dl. The erroneous result was not reported outside of the laboratory. Rerun of original sample on the same instrument yielded acceptable results of 119mg/dl and 120mg/dl and were reported as 120mg/dl. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within specifications before and after the event. A field service engineer (fse) verified glucose module lamp calibration, cleaned glucose cup and performed all appropriate hardware alignments. No parts were replaced. A clear root cause for this event could not be determined.